Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings around 205¿209 mg/dl about one hour after dinner while using the ilet system, with a brief downward trend noted during the call and no alarms reported. Symptoms included no reported clinical effects. Outcomes included no reported medical intervention or hospitalization. Investigation included case intake and review of the reported glucose trend and user guidance to allow the system time to correct. Investigation of this case revealed no device malfunction reported and no component issue identified, with hyperglycemia temporally associated with recent meal intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.